Event description:
Customer reported that while pt was set up for an IV, the dial a flow leaked at the dial. The set was switched out with no harm to the pt and no medical intervention was required. Although requested, no additional pt or event info was provided.

Manufacturer narrative:
(B)(4). An investigation could not be performed. Reporter indicated that the device was discarded and is not available for evaluation. The cause of reported problem is unk.